Event description:
Information was received from patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had experienced a loss or change of therapy, and had the implantable neurostimulator (ins) replaced in 2009 because it was not working. The patient did not think it was due to normal battery depletion. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.